Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported intermittent occlusion alarms occurred. System check could not be performed with tandem technical support as occlusion alarms occurred in the past. Customer changed supplies to address occlusion alarms. Customer continued to use the pump for insulin therapy. Customer reported blood glucose level was within target range.